Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively, the patient¿s right atrial (ra) lead dislodged, was unable to sense p-waves, and was unable to capture the atrium at max outputs. The patient¿s right ventricular (rv) lead had high thresholds. During both the initial implant and the revision, the physician had difficulty advancing both leads due to the patient¿s anatomy. The physician elected not to remove the ra lead after inability to advance because it caused the rv lead to pull back. The ra lead was abandoned and the rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.